Event description:
The coil was being re-sheathed so the physician could reposition the microcatheter. As the coil was being pulled into the introducer sheath, it became caught on the introducer sheath twist lock and broke. There was no reported clinical consequence to the patient.

Event description:
The coil was being re-sheathed so the physician could reposition the microcatheter. As the coil was being pulled into the introducer sheath it became caught on the introducer sheath twist lock and broke. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. As per the event description and additional information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. From the information provided, the coil was in an unfavorable position and the twist lock was probably not fully opened when the first coil was being re-sheathed to be repositioned in the microcatheter, thus resulting in the microcatheter catching on the twist lock and bending the coil to the point of breakage. As the difficulties encountered where determined to be related to procedural factors, a root cause of operational context has been assigned to the event.